Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During lead replacement, the device entered backup vvi mode. The device was reprogrammed and disconnected during the lead explant. The device was reconnected to the new lead and entered backup vvi mode again. The device was then explanted and replaced. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2019-06139.

Manufacturer narrative:
The field complaint of backup mode was confirmed. The device was received in backup operation. Analysis of the device image indicates backup mode was caused by code corruption triggered by unknown source. After re-loading the product code, the pacer was tested under nominal and fields settings and the results indicates normal functionality. The pacer was monitored for several days under field settings, but backup mode could not be duplicated. Additional information was requested from the field regarding exposure of the device to external source of radiation. The field confirmed using x-ray during the lead replacement procedure. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.